Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The device was evaluated at philips and the reported symptom was verified. The power pca was replaced to resolve the issue. We will consider this a malfunction of the power pca.